Event description:
Allegedly, a patient was seen at home after hearing a strange noise while standing on the table with both hands on the table and crouching down on a chair. Revision surgery was performed due to dislocation of the bipolar cup on x-ray. Intraoperative findings showed that the ring was dislodged and the cup was dislodged. The patient was asked to investigate why the ring was dislodged. Surgery was completed with replacement of the head and bipolar cup. (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.